Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot: unknown. (B)(6). Device manufacture date: unknown. Results: photographs were returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. According to the general notes from crs, possible lot numbers could include 5200527 or 5167571. Conclusion: the photos confirm the reported incident. An absolute root cause for this incident can be determined as bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter contained white epoxy like, foreign matter, attached on the surface of the needle. No serious injury or medical intervention reported.